Event description:
The following is based on information and medical records provided by the pt: on (B)(6) 2007 - pt underwrite right inguinal hernia repair with a bard perfix plug. In 2009, the pt alleges that she began to experience abdominal pain and was referred to several specialists for evaluation and medical treatment, including medications and injections. The pt alleges she underwent surgical exploration and no recurrence of her hernia was noted. The pt continued to experience abdominal pain. On (B)(6) 2013 - pt underwent diagnostic laparoscopy with release of right uterosacral contracture and excision of intra-abdominal mesh.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The medical records provided indicate in 2007 the pt underwent repair of a right inguinal hernia, at which time a bard perfix plug was placed. Six years post implant the pt presented for a diagnostic laparoscopy during this procedure the perfix plug was described as a "meshoma" and was found intra-abdominally and was explanted. It is unclear what caused the mesh to be found in the described condition and intra-abdominally when it was originally placed inguinally. The mesh was discarded by the user facility and therefore unavailable for evaluation. The pt has alleged that in 2009 she underwent a surgical exploration, it cannot be determined at this time if this may have contributed to the migration of the device (no medical records provided for this procedure). A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.